Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the anchor of a 5f exoseal vascular closure device (vcd) did not deploy, resulting in failure of intravascular fixation. There was no reported patient injury. The device was returned for evaluation.